Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and power supply were replaced and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently would not boot up. There is no report of pt injury.